Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel, a 014 s'port guide wire was positioned in the anatomy without issue. When advancing a 2.5x12 trek otw balloon dilatation catheter (bdc) over the s'port guide wire, resistance was felt between the two devices and, though no force was applied, the bdc became stuck on the guide wire (unable to advance or retract). Both units were removed from the anatomy as a single unit without issue. Another s'port guide wire was used successfully with a non-abbott bdc, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The hi-torque extra s port guide wire mentioned is being filed under a separate manufacturer report number. It was reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.